Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead revealed noise on the rate/sense channel due to diaphragmatic oversensing. The shock channel remained clear and the lead diagnostics measurements showed good numbers. The physician planned to increase follow ups to monitor the lead more closely. It was later reported that noise remained present on this lead. There were no inappropriate shocks and pacing inhibition was not confirmed in the electrocardiogram (ECG) strip in technical services' review. A lead revision was reported as planned. No adverse patient effects were reported.

Manufacturer narrative:
Lead revision was not done, but device sensitivity was re-programmed. As of today, the available information suggests this lead and device remain in service, without any additional issue. Most recently, this device was electively explanted as part of a surgical intervention to address the rv rate/sense lead portion. There were no allegations re: the device. The rate/sense lead portion of the rv was capped. If any additional information related to this incident becomes available, this event will be updated.